Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was no backup battery. The customer reported that there was no patient involvement.

Manufacturer narrative:
The key market indicated that the reported problem was confirmed due to a defective power supply. The key market indicated that the unit was repaired by replacing the power supply to address the reported problem. Unit was returned back to service.